Manufacturer narrative:
Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
The customer complained that the device will not turn on. All of the warning icons are displayed on the readiness indicator. There was no pt use associated with the reported event.